Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as fold flaw opening. Additional observations: brown particles observed inner the surface of the shell. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation. Healthcare professional reported left deflation. Device has been explanted.

Event description:
Patient reported left side deflation. Device remains implanted.